Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the up arrow button on the insulin pump wasn't responding properly. Customer's blood glucose was 92 mg/dl. Customer stated then later it would function again. The device hasn't alarmed button error. Customer doesn't recall any significant event which may have caused the keypad issues. The device wasn't exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. The device is not returning for analysis.